Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patients implant ruptured, and not carried to term correction of genu varus in the tibia. The implant is removed and replaced with another tomofix plate. There was no report of surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the plate broke through the proximal locking compression plate (lcp) combi-hole. The plate is made of material (B)(4). The examination of the raw material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-2 and astm f167 for implants made of material ticp. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate was 15.98 mm and the thickness was 2.76 mm. The measurements were taken at the plate shaft close to the fracture site. The investigated proximal fragment represented large areas of abrasion on both fracture surfaces. The distal fragment showed strong mechanical damage, starting at the fracture site and running down at the shaft of the plate. Such mechanical wear usually comes from two objects rubbing against each other. It cannot be determined what caused the damage, none of the investigated screws showed similar wear. When examining the fracture surfaces of the proximal fragment of the plate using scaning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the medial side (upper side) of the plate at the transition to the thread and ran into the material. After breaking, the two fragments rubbed against each other causing more destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed a sizeable area of structural breakage appearance (crystallographic oriented fatigue fracture) and subsidiary cracks. Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, it can be concluded that the plate was subjected to moderate dynamic bending loads, one sided. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.